Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the tubing cracked just below the molded strain relief. The area was cleaned with chloraprep and was dried completely prior to insertion. The catheter was inserted into the umbilical artery for continuous arterial pressure monitor and secured by suture. Both the area and the hub were cleaned with chlorahexadine. The uvc was removed on (B)(6) 2012 and was not replaced. The customer further reports that there is no change in the pt's status.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion , the results will be forwarded.